Event description:
Asr revision; asr xl - unknown which side hip; reason(s) for revision: osteolysis (periacetabular) and increased cobalt chrome ematicon. Update rec'd 3 dec 2013 - rec'd claimsuite and surgeon's form, hip side (left), additional hospital, date of implant, reason for revision (component loosening - cup). Update rec'd 18 feb 2014 - added corail stem (no lot number); filled mw boxes, changed file handler. Update 23 mar 2015: rec'd legal letter from kennedys, marked com as legal, kid, added patient name, dob and sex plus increasing metal ions. Manufacturing and expiry dates for all products. (B)(4) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.